Event description:
A customer reported experiencing a past event of low blood glucose. The lowest recorded level was 50 mg/dl. Cause was not known. The customer consumed carbohydrates to address the issue, and control-iq software was active on their pump at the time. Technical support advised the customer to consult with a healthcare professional to discuss potential causes, and the customer understood this recommendation.